Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the videoscope had no image due to unrestorable scope error. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the scope error issue could not be determined, however, the issue was likely the result of a faulty image sensor or a faulty circuit board and or faulty contacts, due to external stress applied to the insertion part, or an irregular load applied to the internal board, causing an abnormality in the electrical contacts. The event may be detected/prevented by following the instructions for use which state: ltf-s190-5 operation chapter 3 preparation and inspection: 3.8 checking the function of combination with related devices: checking the endoscope image. Olympus will continue to monitor field performance for this device.